Event description:
I am writing to inform you that I had the gynecare tvt device #810041b, lot# 1325452, implanted on (B)(6), 2005. Within 18 months of implantation I was completely unable to have intercourse due to excruciating pain upon penetration. I had the device removed on (B)(6), 2011 and within 2 months of removal I have been able to have intercourse again. (B)(6).